Event description:
It is reported that the surgeon implanted a cr nsm yellow striped 3/4 micro articular surface with an e minus cr flex femur in 2009. The articular surface should have been implanted with a micro e femur. The pt was revised at approx 2 weeks later. The femoral, tibial, and patellar implants were left intact. Only the articular surface was revised.

Manufacturer narrative:
Eval summary: the articular surface that has been implanted, product is designed for micro femurs sizes a-e. The femur that has been implanted, the device is an e 'minus' size not an e 'micro' size. The recommended articular surface for this femur, using the same system and sizes as in the surgery, is the device. This articular surface is designed for femurs size c-h (including 'minus' sizes). The dimensional differences between the striped yellow articular surface are as follows: bearing spacing (m/l radii centers of curvature spacing) 0.315in smaller with the implanted device. Sagittal radius 0.014in smaller with the implanted device. Sagittal radius location: 0.002in more posterior with the implanted device. Height from tip of "tibial eminence" to bottom of a/p radius: 0.031in shorter with the implanted device. With a smaller bearing spacing, the femoral component will rest wider on the articular surface. In other words, the condyles will be offset of the m/l radii centers of curvature of the articular surface potentially causing an increased amount of wear than if the yellow articular surface were used. The variance in the height from the tip of "tibial eminence" to bottom of the a/p radii of the articular surface will provide slightly less m/l stability and torsional constraint than if the yellow articular surface were used. The surgeon revised the pt and implanted a compatible articular surface. Evaluation codes method/results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to be the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.